Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed that the device was previously serviced for the same symptom as the reported issue. During the last servicing, the evaluation found the ultrasonic sensor to be out of specification and the sensor was replaced. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarm with no air present, which was verified during evaluation. A review of the event history log identified constant air in line alarm messages. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line with no air present during testing at the biomed service department. There was no patient involvement. No additional information is available.